Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell, missing shell and total delamination of plug strap disk shell. A microscopic analysis and leak test were performed which identified, broken striated and total delamination of plug strap disk shell. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: a striated edge broken in the side posterior assessed, as surgical damage. Total delamination of plug strap disk shell assessed, as adhesive failure. Missing shell assessed, as inconclusive.